Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Also received with missing end cap sticker. No moisture damage one electronics noted. Device had cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was performed. The device was returned for analysis.